Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issue. The customer¿s blood glucose was 326 mg/dl. Customer stated that the numbers kept scrolling on the insulin pump's menu. Customer stated that insulin pump was not been dropped nor bumped and nor exposed to water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.